Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was visually inspected and leak tested. During evaluation a leak was observed from the port seal of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was due to a machine failure during assembly. To correct the issue the machine was serviced to function properly. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva bag leaked an unspecified drug near the injection port. The exact location of the leak is unknown. This occurred while the device was being filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.